Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that a fluid leak was discovered during stat drain at the end of treatment. Fluid was not discovered in the pump module area or on the external of the cassette. Fluid was found on the heater tray. An air detected in cassette warning occurred prior to the leak. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed that the last bag did not go in which resulted in requiring a stat drain at the end of treatment. The patient contact confirmed that the last bag was a baxter bag connected to a fresenius luer lock adapter. Fluid was then found on the heater tray. The patient contact could not locate the source or cause for the fluid leak, but confirmed there was not fluid in or around the cycler, only on the heater tray. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using a stat drain in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. Upon further follow up, the patient contact confirmed that a fresenius heater bag was on the heater tray prior to discovering the fluid leak not the baxter last bag.

Manufacturer narrative:
Correction: g4 PMA/510k plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that a fluid leak was discovered during stat drain at the end of treatment. Fluid was not discovered in the pump module area or on the external of the cassette. Fluid was found on the heater tray. An air detected in cassette warning occurred prior to the leak. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed that the last bag did not go in which resulted in requiring a stat drain at the end of treatment. The patient contact confirmed that the last bag was a baxter bag connected to a fresenius luer lock adapter. Fluid was then found on the heater tray. The patient contact could not locate the source or cause for the fluid leak, but confirmed there was not fluid in or around the cycler, only on the heater tray. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using a stat drain in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. Upon further follow up, the patient contact confirmed that a fresenius heater bag was on the heater tray prior to discovering the fluid leak not the baxter last bag.